Manufacturer narrative:
Add'l info will be submitted within 30 days from receipt of add'l info.

Event description:
The info received from the reporter indicated that during a left cardiac catheterization on a pt, about 100cm of the multi pac 4f catheter separated in the pt. The physician had to exchange a 4french sheath for 5french sheath. The 4f right catheter was inserted but would not seal in the right coronary artery. Therefore, it was exchanged for a 5f catheter. Upon removal of the proximal segment, about 6-10cm was removed, therefore, it was concluded that the right coronary catheter had fractured within the right common femoral artery 5fr sheath. The right coronary was not checked due to catheter breakage. A snare kit was used to retrieve the separated catheter from the pt without success. Therefore, the pt was started on a heparin drip and was transferred to another hosp for catheter retrieval. The catheter was snared through the opposite side successfully from the pt' body. The device did not kink in the area of separation. There was no resistance met while advancing or withdrawing the device. The pt did not experience an adverse event and is doing well. It is unk if the procedure was completed. The pt presented to the emergency room complaining of shortness of breath, wheezing, adn lower extremity swelling. The target lesion was the left and right coronary arteries. The left descending coronary artery had some 30-40% narrowing. The pt's common iliac arteries were high and tortuous. Note: the reporter added that the breakage may have occurred due to the operator's technique.